Event description:
It was reported that an ilet bionic pancreas exhibited a screen malfunction that impaired visibility, and a replacement device was provided after remote troubleshooting and use guidance were completed. Symptoms included a hypoglycemic episode with a nadir reading of ¿low,¿ approximately 30 minutes under 70 mg/dl, and associated sweating and fatigue; the user self-treated with carbohydrates and received device low and urgent low alerts. Outcomes included transient low glucose without need for medical assistance or hospitalization, and the user temporarily managed glucose using multiple daily injections until the replacement was set up. Investigation included customer support assessment, photo review of the display issue, shipment of a replacement, and confirmation of data sync and device shutdown steps. Investigation of this device revealed a hardware display/screen performance problem consistent with a damaged or malfunctioning screen component, with no evidence of broader system failure. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction isolated to the screen.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.